Manufacturer narrative:
Additional information (23-mar-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the discordant loci cancer antigen 15-3 (ca 15-3) patient sample result outside of physician expectations. Hsc reviewed the instrument data logs and information provided by the customer. No product non-conformance was identified with the ca 15-3 assay or dimension vista 1500 system. The patient sample was not repeated or sent for alternate methodology testing before being discarded. The instrument data showed ca 15-3 assay quality control and calibrations to be within expectations. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2021-00270 was filed 01-oct-2021. MDR 2517506-2021-00269 was filed for the same event. MDR 2517506-2021-00269 supplement 1 is filed for the same event.

Event description:
A discordant cancer antigen 15-3 (ca 15-3) patient sample result was obtained on a dimension vista 1500 system. The result was reported and later questioned by the physician(s). No repeat testing was performed. There are no known reports of patient intervention or adverse health consequences due to the discordant ca 15-3 result.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant cancer antigen 15-3 (ca15-3) result on a patient sample obtained on a dimension vista 1500 system. Siemens is investigating the event.